Manufacturer narrative:
Investigation: samples received: 1 open pouch. Analysis and results: there is a previous complaint of this code batch regarding the same issue that was closed as not confirmed after the analysis. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle missing. The thread is still wound on the pack. The thread has been visually checked and it can be determined that the needle was not correctly attached to the thread. See picture attached. However, without closed samples a proper analysis cannot be done. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications and that there is a previous complaint for the same issue, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Investigation: samples received: 1 open pouch. Analysis and results: there is a previous complaint of this code batch regarding the same issue that was closed as not confirmed after the analysis. We manufactured and distributed in the market 5,724 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle missing. The thread is still wound on the pack. The thread has been visually checked and it can be determined that the needle was not correctly attached to the thread. See picture attached. However, without closed samples a proper analysis cannot be done. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications and that there is a previous complaint for the same issue, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the needle detachment was before use. The reporter indicated that the separation of needles and threads occur as soon as the pack is opened.